Event description:
Three greiner lithium heparin gel tubes found by pheb tech that appear very defective. Tubes look like plastic melted. She started collecting blood in the first tube and noticed it was defective, so she discarded and used another. Checked her stock and found two others which were brough to me.